Event description:
On event date, the end-user called disetronic and stated that they have experienced very high blood glucose level and has been hospitalized. Seven days later maersk medical received the complaint and the used tubing.